Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she tried to prime the tubing, insulin began to drip very quickly and did not stop until the reservoir was removed from the insulin pump. Insulin would not stop dripping and running out of the insulin pump. The insulin pump ran out all of the insulin. Customer's blood glucose level was 168 mg/dl. Insulin was squirting out during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.